Event description:
A malfunction alarm occurred with a code identified as malf 12, and there was no notable event leading to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to report any future malfunction codes.